Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a no disposable alarm. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: a product sample was received for evaluation. Visual and functional testing were performed. No damage, kinks or other defects were found. Function testing found the sample was fully priming and connected without difficulty, the pump was set running and no alarms were activated. Therefore the reported event could not be duplicated and the root cause is unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A corrective and preventative action has been opened to address the reported issue.